Event description:
It was reported that the implantable cardiac monitor could not be interrogated. The device exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed the reported complaint of backup operation. The complaint was associated to a depleted battery due to high current draw.